Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the articular surface would not seat into the tibial component.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the report was inadvertently submitted under MFR number 0001822565- 2016-00993-1. The correct report will be submitted under MFR number 1822565-2016-00993-2

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen cr-flex option femoral, size e-lt, part#00-5956-015-01 lot# 63192726; ng ps pre stem tibia plate sz 5, part#00-5980-047-01 lot# 63215951. The reported event is confirmed as the returned product had gouges and scratches on the condyle surfaces. The dovetail feature and anterior side of the implant were damaged. Dimensions measured were found within tolerance. Review of the complaint history determined that no further action is required. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Visual examination identified that the dovetail feature was compressed down on one side; indicating that the articular surface was not correctly placed and oriented before pushing it (misaligned) using the inserter instrument. It is likely that the problems encountered are related to surgical technique. A definitive root cause cannot be determined with the information provided. A follow-up letter was relayed to the complainant. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the report was inadvertently submitted under MFR number 0001822565- 2016-00993-3. The correct report will be submitted under MFR number 1822565-2016-00993-3

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records found no deviations or anomalies. This device is used for treatment. A complaint history search found no other complaints for the part and lot combination and found 27 complaints for similar issue for the part search. As a second articular surface was opened and successfully implanted, it was concluded that the tibial component was not the source of the problem. A definitive root cause cannot be determined with the information provided. If the product is received at a future date, the complaint will be re-opened and processed at that time.